Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery and vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the pressurization, the balloon ruptured upon first inflation at 10 atmospheres for less than 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.